Event description:
Device issue: difficulty removing the filter. Time of device issue: during procedure. Adverse event: vasospasm, thrombus, slow flow, neurological event. Onset of adverse event: during procedure. It was reported, via a trial, that approximately 3 weeks prior to a right internal carotid artery rx acculink stenting procedure, the patient experienced left sided numbness with aphasia and was diagnosed with a carotid dissection. During the procedure, several guide wires were placed followed by placement of the nav 6 emboshield embolic protection device. Following the stent placement and post-dilatation, slow flow in the distal middle cerebral artery (mca) was noted and thought to be from thrombus, dissection or a vasospasm. The vasospasm was treated intra-arterially with nitroglycerin, adenosine, verapamil. The thrombus was treated with integrilin and a catheter extraction device. The patient began to experience mild left arm and leg numbness and weakness. Upon filter retrieval, the wire was pulled and instead of pulling the filter into the retrieval catheter, the filter wire was pulled out. It was then discovered that the filter was placed on the wrong wire. The filter remained where it was originally positioned and was successfully removed with a snare device. Slow flow was still noted and the left arm and leg weakness and numbness were waxing and waning. Due to this, the patient was transferred to another hospital and admitted to the intensive care unit. Upon arrival, the patient was started on intravenous heparin and pressors to maintain blood pressure between 140-160 mmhg. Patient developed an occipital headache and vision changes. On (B)(6) 2010, pressors were discontinued. The headache remained, but all other symptoms were resolved. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot and any relevant information is forthcoming.